Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the case was converted to an open procedure prior to the use of the device.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon observed the bowel laparoscopically, saw that the colon was open, and noted fecal matter in the abdominal cavity. The procedure was then converted to an open appendectomy, unrelated to any issue with our devices. During the open appendectomy, the first firing of device (with reload that was already in device) had an increased force to fire. The second and third firings of device (with same reload code) fired some staples that were unformed. The surgeon oversewed the second and third staple lines due to unformed staples and this delayed case approximately 30 minutes. The case was completed with another device of different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle. The analysis results found that the tlc75 device was received in good visual conditions and with three cartridges present. The reloads (b & c) were received fully fired. The cartridge reload (d) had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload (d) had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload (d) was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.